Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 250 mg/dl. Customer reverted to an alternate pump for insulin therapy prior to contacting tandem technical support. Reportedly, the infusion sets were changed to address the issue.